Manufacturer narrative:
Based on the available information, this device remains implanted, no medical intervention has been performed and no product will be returned. The device history review for this device was reviewed and no issues were shown that would have impacted this event. From the available information, a conclusive cause of the 6 fractures could not be determined. The device remains implanted. Quality assurance will continue to monitor for similar events. Should additional information be provided, a supplemental report will be filed. (B)(4).

Event description:
Medtronic received information that the patient implanted with this transcatheter pulmonary valve, had a minor stent fracture confirmed on (B)(6) 2009. The valve remained implanted. Additional information was received that 4 years post implant as many as 6 fatigue fractures were identified. There was mild loss if integrity and the right ventricular outflow track gradient was approximately 20mmhg with no regurgitation. The physician felt that this did not meet the criteria for re-intervention and the device remained implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.